Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the battery cap broke last night. No damage to the pump. The battery cap is not able to secure per IFU, causing the pump to lose power randomly at night while he is asleep. The issue a caused the patient to have blood glucose (bg) excursions over 500 mg/dl, with symptoms of sweats and headache. The patient has never changed the battery cap and reports no trauma or moisture to the pump. Customer support advised patient that the pump is not safe to use and to contact his health care provider for an alternate insulin delivery plan until he is able to get a new battery cap. This complaint is being reported because the broken battery cap contributed to the patient experiencing hyperglycemia.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.